Event description:
It was reported that during a farapulse procedure to treat persistent atrial fibrillation, a farawave catheter was difficult to flush. Cloudiness of the flush port was also observed. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device has been returned for analysis.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Investigation summary: boston scientific is unable to confirm cause of the reported clinical observation of foreign material present in device and difficult to flush. Visual inspection found no abnormalities. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed and the irrigation was functional in all deployment states. It was observed that there was potential adhesive in the flush tubing. This is part of the assembly between the flush tubing and luer, and the potential adhesive is outside of the tubing, which will not affect the operation of the flushing system since it would not be in contact with the inner section. During product analysis, the device passed all test performed, showing no evidence of the reported failure. Device history record review: it was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Labeling review: based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/instructions for use (IFU). Risk review: a risk review performed for the farawave device confirmed that the event of difficult to flush and foreign material present in device are a known event defined in the products risk management documentation.this event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Investigation conclusion: boston scientific has assigned an investigation conclusion code of no problem detected. Boston scientifics investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the instructions for use (IFU) was not followed.

Manufacturer narrative:
D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a farapulse procedure to treat persistent atrial fibrillation, a farawave catheter was difficult to flush. Cloudiness of the flush port was also observed. The catheter was replaced with a similar device, and the procedure was completed. No patient complications were reported. The device is expected to be returned for analysis.